Event description:
The initial reporter stated that pump had stopped working and that they were not able to start it again after that. They stated that the pump was "not moving the fluid" in the administration set and they did not report any alarm or error occuring. The pump reportedly delivered 260 ml in about 3.5 hours, but they also stated that they did not know the rate or dose the pump was programmed to deliver. It was unclear if they meant that the pump appeared to deliver and failed to do so, if the pump did not alarm when expected, or if something else was occurring. Mmdg did follow up with the initial reporter to try and obtain additional information about the complaint, but none was provided. They stated that there were no adverse effects to the patient due to the complaint. [Complaint-(B)(4)].

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and found no non-comformances. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.